Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a representative that the customer's screen was cracked and the buttons were sticking on the insulin pump. Caller stated that she did not have the insulin pump serial number. Customer will be calling back to report the damage in more detail.